Event description:
Customer reportedly obtained a result of 135 mg/dl on the advantage sys when using expired test strips. At this time, the customer was reportedly delirious and the paramedics were called. When the paramedics arrived 30 minutes later, the customer tested 35 mg/dl on the professional device. The paramedics administered an IV of unk contents as well as a glucose injection. Requested return of suspect system, and replacement was sent.